Event description:
On (B)(6) 2013, the reporter contacted lifescan USA due to receiving error 5 meter issue when performing blood test. There was no indication that the product caused or contributed to an adverse event.